Manufacturer narrative:
Device passed the displacement test, self test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were within specification. Device received with stuck motor error alarm loop during bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside of the unit and passed. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test and the delivery accuracy test due to motor error alarms. Device had minor scratched display window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube, cracked reservoir tube window, a partially broken off reservoir tube lip and a missing end cap sticker. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose under 20 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the paramedics arrival, and 147 mg/dl before the call. The customer was given a glucagon shot to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The pump was alarming with motor error alarms and had several similar alarms in the history, however, the pump was able to rewind. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis.